Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event was reported. The wearable was inserted into the arm on (B)(6) 2025. On 07/15/2025, the patient reported an issue pairing his cgm to his mobile device, however, the patient was unable to specify how much time elapsed from the patient¿s pairing issue until he began to feel symptoms. At an unspecified time later, the patient was experiencing blurry vision and was ¿having abnormal heart and kidney¿. No other event details were provided. The patient went to the emergency room where his bg level was found to be 1000 mg/dl. He was admitted to the intensive care unit (ICU) and treated with insulin. He was discharged on (B)(6) 2025. The patient was experiencing heart palpitations at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 09/22/2025. Data was further reviewed. The allegation was not confirmed via data. However, it was found that a sensor failure during warm-up occurred. The probable cause was determined to be low counts aberration. No additional patient or event information is available.